Manufacturer narrative:
(B) (4)

Event description:
It was reported that a pump motor stall and recovery were recorded in the event logs. The motor stall was caused by the patient having an MRI or other medical procedure. The duration of the motor stall was not reported. No patient symptoms were reported.